Event description:
During the procedure, it was reported that the pipeline was stuck in the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found opened and released from the capture coil; therefore, the event cause could not be determined.(B)(4).